Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol wouldn't stay in place due to the patient moving. Additional information was provided by a registered nurse that during the initial procedure, the iol was removed and replaced with a different model iol, a vitrectomy was performed, and sutures were placed. In the surgeon's opinion, the iol did not cause or contribute to a serious patient injury.